Event description:
It was reported that the patient went to the emergency room (ER) due to an adrenal crisis. Patient reported a blood glucose level of 134, and stated that she does not use the omnipod system with insulin, but rather to deliver solu-cortef medication. There was a low reservoir alert that patient had slept through, thus gone without medication for 2-3 hours. A new pod was applied and patient administered a manual injection of solu-cortef (100 mg) before deciding to go to the ER. The patient was treated with intravenous fluids and labs were performed; she was still in the ER at the time of reporting. Patient also reported having a virus and an immune deficiency.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Patient stated solu-cortef was used with the omnipod system, which is considered off-label use. The marketed and released device is only intended to be used with u-100 insulin. This user warning is in the applicable labeling as referenced below: omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 introduction / page x warning: the omnipod system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog®/novorapid®, humalog®, or apidra®. Novolog® is compatible with the omnipod system for use up to 72 hours (3 days). Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod.